Event description:
The following has been reported: biomed reported: maintenance alarm observed in ims. An initial review of the device logs reveals the following: mechanical hardware failure (av sticky valve) issue was resolved after cleaning. An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.